Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Event date: unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporting facility phone number is (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in the (B)(6) as follows: it was reported, that the blue plastic handle of an inserter for titanium elastic nails (ten) was cracked and broken intraoperatively by hammering. Fragments were reportedly generated by the broken handle but it is unknown whether or not they were easily retrieved. There was no prolongation of surgery and no patient harm reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that: the complained article had been forwarded to the responsible sustaining centre for an evaluation. The investigation results are as follows: the handle is cracked as described in the complaint description. The break is typical for brittle material at an angle of shortest distance showing some force introduction and agrees with the described intraoperative failure. Furthermore the proximal fragment was spitted in two pieces. The marks on the handle may have been caused by a misuse of the instrument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.